Event description:
It was reported to philips that the system's c-arm was unable to be controlled, which can impact geometry movements. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information acquired confirmed that the reported issue was a loss of system geometry movements while the system was outside of clinical use. A philips field service engineer (fse) inspected the system on site and log files were analyzed. The pdu fan tray was identified as the cause of the issue and replaced. After replacement, the system was returned to use in good working order. Further analysis of the pdu fan tray did not identify a failure. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The system's instructions for use (IFU) warns the user to not utilize the system if any part is suspected to be defective and provides guidance for verifying system functionality; because the system was out of clinical use when the issue occurred, the user would have identified this issue prior to use. Based on re-evaluation, this complaint is not reportable. The codes were updated based on the investigation outcome.